Event description:
Philips received a complaint by the field service technician on the v60, indicating that during preventative maintenance (pm), the device failed air flow accuracy test #7, and when the flow sensor assembly was replaced, the device failed with a 100b post "watchdog test failed" error. It was reported that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 09-oct-2023, the field service technician reported that during preventative maintenance (pm), the device failed air flow accuracy test #7, and when the flow sensor assembly was replaced, the device failed with a 100b post "watchdog test failed" error. The field service technician had another flow sensor assembly and performed a replacement. The field service technician was then able to complete the pm with passing results, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.